Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a couple of motor errors followed by a no delivery alarm. The patient's blood glucose at the time of incident was 184 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device rewound without incident. The device also alarmed off no power with a low battery alert prior to the alarm. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The customer was advised to insert a new (B)(6) aaa alkaline battery and to monitor the insulin pump. No products were returned or replaced.